Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5078974) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("tearing utreus wall and now embedded in the wall"), device breakage ("spring breaking loose"), genital haemorrhage ("major bleeding/internal bleeding") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (batch no. 623313) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam, cyclobenzaprine, fluticasone propionate, lisinopril, loratadine, meloxicam and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with pelvic discomfort, device breakage (seriousness criteria hospitalization, disability, life threatening and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), bone deformity ("bone deterioration"), arthropathy ("joint deterioration"), loss of personal independence in daily activities ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling"), swelling ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling"), pelvic pain ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling/constant pain due to surgeries associated with the device") and hypovitaminosis ("vitamin deficiencies"). The patient was treated with cholecalciferol (vitamin d), cyanocobalamin (vitamin b12), surgery (essure removal) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, autoimmune disorder, fibromyalgia, alopecia, bone deformity, arthropathy, loss of personal independence in daily activities, swelling, pelvic pain and hypovitaminosis outcome was unknown. The reporter provided no causality assessment for alopecia, arthropathy, bone deformity, fibromyalgia, hypovitaminosis, loss of personal independence in daily activities, pelvic pain and swelling with essure. The reporter considered autoimmune disorder, device breakage, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability, permanent damage, required intervention and event date (B)(6) 2014 were reported , but not specified and/or assigned to one of the events. Further company follow-up with the consumer is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078974) on 20-aug-2018. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("tearing uterus wall and now embedded in the wall"), device breakage ("spring breaking loose"), genital haemorrhage ("major bleeding/internal bleeding") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (batch no. 623313) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam, cyclobenzaprine, fluticasone propionate, lisinopril, loratadine, meloxicam and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 6 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with pelvic discomfort, device breakage (seriousness criteria hospitalization, disability, life threatening and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), bone deformity ("bone deterioration"), arthropathy ("joint deterioration"), loss of personal independence in daily activities ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling"), swelling ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling"), pelvic pain ("unable to bend or perform daily activities or even ride vehicle for long periods of time due to pain and swelling / constant pain due to surgeries associated with the device") and hypovitaminosis ("vitamin deficiencies"). The patient was treated with cholecalciferol (vitamin d), cyanocobalamin (vitamin b12), surgery (essure removal), surgery and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, autoimmune disorder, fibromyalgia, alopecia, bone deformity, arthropathy, loss of personal independence in daily activities, swelling, pelvic pain and hypovitaminosis outcome was unknown. The reporter provided no causality assessment for alopecia, arthropathy, bone deformity, fibromyalgia, hypovitaminosis, loss of personal independence in daily activities, pelvic pain and swelling with essure. The reporter considered autoimmune disorder, device breakage, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: serious injury criterion: life threatening, hospitalization, disability, permanent damage, required intervention and event date on (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.